Event description:
During an arthroscopic sub-acromial decompression (sad) procedure, it was reported that the blade was shedding. The surgeon was using the soft tissue shaver to debride the synovium in the subacromial space, and the device started shedding metal into the joint. Metal filings were stuck to the cuff and could not be removed. The blade was positioned 45 degrees relative to the tissue and no seizing was experienced by the operator. Another blade was used to complete the procedure, and the patient was okay post procedure.

Manufacturer narrative:
One full radius bl 4.5mm, dspl., ep-1 was returned for evaluation of the reported complaint mode of shedding/flaking. The device was evaluated dimensionally and found to conform to design requirements. The blade was evaluated for rotation and was observed to rotate freely, without friction. The device was examined visually and a band of debrided material, on the inner blade approximately .500" from the sluff chamber, was observed. There was also significant galling at the inner edgeform tip. The presence of galling at the distal end of the blade suggests that there was a significant lateral load applied to the device during rotation, causing the inner blade to grind against the end of the outer blade. This resulted in metal particles being released. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is required at this time. (B)(4).